Manufacturer narrative:
The technician found the strain relief for the communication cable was missing a screw, allowing the cable to slightly disconnected. He reconnected the cable and replaced the screw to repair the bed.

Event description:
The account stated that the nurse call is not working.